Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with restorelle mesh. Later the pt experienced mesh erosion, pelvic and tailbone pain, pelvic pressure and stress urinary incontinence. A sling placement, cystoscopy, robotic exploration and removal of mesh were performed.